Event description:
Device was removed from the pt and another device implanted due to aneurysm -left cylinder. Outer silicone layer split-fabric layer split-tissue ingrowth. Inner cylinder intact-however inner cylinder had aneurysm.